Event description:
It was reported by service report that both calf supports would not stay in place when locked. There was pt involvement; however no adverse consequences were reported.

Manufacturer narrative:
Result: locking mechanism.